Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (15mg/ml at 3.368) via an implantable pump for unknown indications for use. It was reported that the patient was very thin and the pump eroded through the skin. The pump was moved more medial.